Event description:
On an unknown date, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2014, the patient underwent the reintervention of a prior endovascular procedure. The patient tolerated the procedure. No further adverse events have been reported. Further information was requested.

Event description:
On (B)(6) 2013, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, the patient underwent the reintervention to treat a proximal type I endoleak.

Manufacturer narrative:
According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted.